Event description:
Boston scientific received information that during the explant of this pacemaker, the set screws could not be turned. The physician cut the back of the header off with the bone cutter. The lead was successfully removed and remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.